Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 15. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2024 loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.